Event description:
It was reported that during a routine follow up an extremely low battery was noted when it comes to this device. During the last follow up the battery was at 60% while at the recent follow up it was at 8%. No shock were delivered. A review by technical services (ts) noted an abnormal increase in battery power consumption for the past two years. The device battery had been depleting prematurely. Engineering noted that the device should have enough capacity to support therapy for twenty eight days. Explanting the device was discussed. No adverse patient effects were reported. This device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that during a routine follow up an extremely low battery was noted when it comes to this device. During the last follow up the battery was at 60% while at the recent follow up it was at 8%. No shock were delivered. A review by technical services (ts) noted an abnormal increase in battery power consumption for the past two years. The device battery had been depleting prematurely. Engineering noted that the device should have enough capacity to support therapy for twenty eight days. Explanting the device was discussed. No adverse patient effects were reported. This device was explanted and returned. No adverse patient effects were reported.